Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic) on back of the pump and exposure to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked properly during testing. Unit successfully downloaded to thump. Verified pump error 63 alarms (line number 643 file number 490) in the adapt tool download files. On (B)(6) 2024 21:59:30.000 listed in the download files for pump error 63. Per software engineer log it was determined that pump error 63 was triggered since the pump detected timeout during rf-chip initialization. Isolate to electronic assembly. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 75 alarmed during self-test. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. Moisture damage found to the pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked case on battery side, serial number label missing, cracked case (battery tube), cracked case- corner of belt clip rails, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. Customer concern of blank display was not confirmed due to pump powering properly after battery installation. Unit had cracked case on battery tube. Moisture damage was confirmed upon visual inspection and led to pump errors during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.